Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient representative reported for left side "pain, hardening, capsular contracture grade unknown", "presence of small amount of fluid around implants", "bilateral cysts", "circumscribed oval nodule with homogeneous enhancement after contrast in the left breast", "patient felt anguish, could not sleep. It was like the patient had a ¿time-bomb¿, and it could burst any time. Patient has been suffering from the pain and lack of success with the result of the product acquired, but also because has undergone the risk of another surgery and the scars left by it to exchange the prostheses". The device has been explanted.